Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4269 lead implanted (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular lead had noise observed on interrogation. The lead was explanted and replaced. During the lead replacement procedure, the new right ventricular lead had unsatisfactory threshold. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.